Manufacturer narrative:
The bench repair technician (brt) confirmed there was no sound coming from the speaker and that there was no speaker inoperative message present. The cause of the reported problem was confirmed to be the speaker assembly. A replacement of the speaker was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
The customer reported that the speaker was defective. It was confirmed the device had no sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
D1, d2, d4 and h4 correction to product.

Event description:
The customer reported that the speaker was defective. Audio was not confirmed. It is unknow if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.